Event description:
A 3.5 neonatal flex tend cuffed bivona tracheostomy tube (ref (B)(4)) was placed in (B)(6) month old female infant pt (vent dependent) during routine trach change. Throughout the night, pt developed an increasing air leak, with decreasing minute ventilations. Around 0300, she continuously alarmed for low volume and significant air leak was observed. Trach site, ties, vent circuit, and ventilator were all inspected and troubleshooting performed. The water cuff of trach was found to have about 0.5cc less water than was replaced an hour earlier as part of the troubleshooting process. It was determined that the trach cuff was leaking and creating an air leak and poor ventilation process for pt. Faulty trach tube was removed and replaced with backup trach, was cleaned and packaged in bag, and will be returned to the MFR for eval.